Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site on the arm after an unspecified duration of Pod wear. The patient reported developing a sharp pain at the site, prompting them to remove the Pod. Upon Pod removal, the infusion site exhibited redness, swelling, and tenderness to the touch, with symptoms worsening over the subsequent days. According to the patient, no site preparation had been performed prior to Pod application. The manufacturer's Instructions for Use instruct users to always prepare the infusion site prior to Pod application, as inadequate site cleansing or application with unclean hands may increase the risk of infection. On( b)(6) 2026, the patient consulted a healthcare professional at Wormley Medical, where an abscess was diagnosed. The site was drained and the patient was prescribed Co-Amoxiclav antibiotic treatment at a dosage of 500 mg three times daily for seven days. The medical visit lasted approximately 20 minutes. The Pod involved was discarded and is no longer available for investigation. The patient reported to have successfully resumed Omnipod therapy following the episode.